Event description:
It was reported that the plate needed to be removed from the patient. Surgeon did not blame the product and no further information is available.

Manufacturer narrative:
It was reported that the plate needed to be removed from the patient. The associated conquest fn plate was not returned for analysis. Therefore a product evaluation could not be performed. No batch number was provided, therefore the device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of batch number. It has been communicated that the surgeon did not blame the product. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.